Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after opening the device packaging, the sheath was noted to be damaged, it was split 30.5cm from the check flo valve and extended through the radiopaque tip.